Event description:
An open surgery on the lumbar spine for a fusion of vertebrae l2-l3 and l3-l4, due to degeneration of l2-l3 and l3-l4, with intended placement of 6 screws bilateral for fixation (at l2, l3 and l4), was performed with the aid of the display by the brainlab navigation software spine & trauma 3d navigation 1.5. From an intra-operative c-arm scan, the surgeon discovered that of 3 of the 6 screws placed with brainlab navigation involved deviated from their intended positions (at left l2, l3 and l4, all 10mm too cranial). The k-wires and screws were corrected to their intended positions with navigation at the very same surgery. According to the hospital (treating clinician): non-removal of the screws placed in a different location than intended with brainlab navigation involved would potentially have led to a resulting critical/serious harm to the patient (for e.g. Permanent damage/impairment), because of affecting the nerves at l2 and l3. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. Although there was a direct risk of critical harm to the patient (for e.g. Permanent damage/impairment), because of the deviating placements affecting the nerves at l2 and l3 and an increased risk to the intervertebral discs at l2 and l3, there was no actual/permanent harm or negative effect to the patient reported there was also no other harm or negative effect to the patient reported due to the prolonged anesthesia of 45 min. There were further no other remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes, k-wires and screws were placed in the patient's spine in a different path and position than intended/desired with brainlab navigation involved, despite according to the surgeon (treating clinician): the deviation of 3 of the 6 k- wires and spine screws placed with brainlab navigation involved was detected by the surgeon before finalizing the surgery, and both, k-wires and the screws, were corrected to their intended positions with navigation at the very same surgery. Although there was no actual/permanent harm resulting, there was a direct risk of critical harm to the patient (for e.g. Permanent damage/impairment), because of the deviating placements affecting the nerves at l2 and l3 and an increased risk to the intervertebral discs at l2 and l3 and non-removal of the screws placed in a different location than intended with brainlab navigation involved would potentially have led to a resulting critical/serious harm to the patient (for e.g. Permanent damage/impairment) the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was also no other harm or negative effect to the patient reported due to the prolonged anaesthesia of 45 min. There were further no other remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.